Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted at anterior and posterior leaflet 2(a2p2). The mr was reduced to grade <1 post procedure. Hypotension and pericardial effusion was observed post procedure. Medication was provided to stabilize blood pressure. Check up confirmed stabilized pericardial effusion.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported pericardial effusion and hypotension. Pericardial effusion and hypotension are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported medication required was a result of case-specific circumstance as medication was provided to stabilize blood pressure. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted at anterior and posterior leaflet 2(a2p2). The mr was reduced to grade <1 post procedure. Hypotension and pericardial effusion was observed post procedure. Medication was provided to stabilize blood pressure. Check up confirmed stabilized pericardial effusion.